Event description:
Pt had infected right knee and no problem with right total knee prosthesis implants. Operative procedure was removal right total knee prosthesis, irrigation and debridement right knee and right knee interspace with cement.